Manufacturer narrative:
Concomitant medical products: d364trm crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion and it was noted the left ventricular (lv) lead threshold was high. It was also reported that the right ventricular (rv) lead showed high impedance of the superior vena cava (svc) coil and low sensing. The device was explanted and replaced. The rv lead was capped, abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.